Event description:
The customer reported the charge (therapy) button failed in manual mode. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the charge (therapy) button failed in manual mode. There was no report of pt involvement or adverse pt impact. The customer chose not to have the device repaired. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.